Manufacturer narrative:
The siemens service engineer received information that the doctor may have been stepping on the lower right acquisition pedal instead of the lower left fluoro pedal while another doctor was guiding a wire into the heart, thinking the playback loop at the end of the 10 second scene was still live fluoro. The service engineer tested the function of the footswitch as programmed and noted the radiation "on" display and the audible alert for "end of exposure" were all working correctly. The unit is still in operation.

Event description:
It was reported to siemens that during a procedure on the axiom artis dta system, a (B)(6) year old patient suffered complications and required open heart surgery. The patient did not survive.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that no system malfunction occurred and the system is operating according to specifications. To avoid misuse in the future, it is recommended that users be trained before operating the system. No further actions are to be taken.